Manufacturer narrative:
Please note that this report is for 2 galaxy complex xstrasoft coils (B)(4) involved event.(B)(4).

Event description:
The complaint received states that post stent assisted coil embolization the patient developed paresthesia and numbness of the left upper limb. Patient was admitted with a non- ruptured aneurysm on right middle cerebral (sac height 6.0 mm, sac width unknown and neck 4.0 mm), unfortunately discovered without symptom. The patient had no history of previous sah, endovascular or surgery treatment from another aneurysm. At baseline, the mrs was unknown. Patient medical history: no smoker, no diabetes, no hyperlipidemia, no hypertension. During the index procedure 4 coils were implanted in aneurysm: 1 coil trufill galaxy: 640cf0515 - galaxy complex fill 05mmx15cm(lot#); 1 coil trufill galaxy: 640cf0412 - galaxy complex fill 04mmx12cm(lot#); 1 coil trufill galaxy: 640cx3509 - galaxy complex xstrasoft 3.5mmx09cm (lot#); 1 coil trufill galaxy: 640cx2505 - galaxy complex xstrasoft 2.5mmx05cm (lot#). A self-expandable stent was used during the procedure. The procedure was satisfactorily completed. No technical adverse event or sub-arachnoids hemorrhage were reported during the procedure. The final angiographic result indicated that there was a complete occlusion. Occurrence of left upper limb sensitive disorders just after intervention: paresthesia and numbness. Symptoms are resolving. The patient was discharged 4 days post procedure. They are less frequent during visit on (B)(6) 2013. The tingling disappears but numbness persists. Adverse event is still ongoing. The coils remain implanted thus are unavailable for analysis.

Manufacturer narrative:
The complaint received states that post stent assisted coil embolization the patient developed paresthesia and numbness of the left upper limb. Patient was admitted with a non- ruptured aneurysm on right middle cerebral (sac height 6.0 mm, sac width unknown and neck 4.0 mm), unfortunately discovered without symptom. The patient had no history of previous sah, endovascular or surgery treatment from another aneurysm. At baseline, the mrs was unknown. Patient medical history: no smoker, no diabetes, no hyperlipidemia, no hypertension. During the index procedure 4 coils were implanted in aneurysm: 1 coil trufill galaxy: 640cf0515 - galaxy complex fill 05mmx15cm(lot# ); 1 coil trufill galaxy: 640cf0412 - galaxy complex fill 04mmx12cm(lot# ); 1 coil trufill galaxy: 640cx3509 - galaxy complex xstrasoft 3.5mmx09cm (lot# ); 1 coil trufill galaxy: 640cx2505 - galaxy complex xstrasoft 2.5mmx05cm (lot# ). A self-expandable stent was used during the procedure. The procedure was satisfactorily completed. No technical adverse event or sub-arachnoids hemorrhage were reported during the procedure. The final angiographic result indicated that there was a complete occlusion. Occurrence of left upper limb sensitive disorders just after intervention: paresthesia and numbness. Symptoms are resolving. The patient was discharged 4 days post procedure. They are less frequent during visit on (B)(6) 2013. The tingling disappears but numbness persists. Adverse event is still ongoing. The coils remain implanted thus are unavailable for analysis. Devices remain implanted and no sterile lot numbers were provided to perform DHR. Paresthesia is a known potential adverse event associated with cerebral aneurysm coiling procedure and is specified in the IFU as potential neurologic deficits/changes. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that target lesion, patient and procedural issues may have contributed to the reported event. (B)(4)